Event description:
The heart-lung machine was not charging the battery and indication of time remaining was showing "0 minutes". There was no reported adverse consequences to the patient as a result of this event.